Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The facility rep states the facility states a sling broke while a patient was being lifted. The end user fell; breaking his back.